Event description:
Two certified nursing assistants were transferring resident from shower chair using invacare electric lift. Staff followed MFR instructions for attaching sling to swivel bar and checked sling straps for secure attachment. During transfer procedure right front sling strap slid off bar and resident fell to floor on resident's right side. Sling strap had been altered by invacare before this incident to reduce risk of injury from sharp edges on nylon sling strap. It appears that alterations performed by MFR have increased the potential for strap to twist and slip off lift bar during use as this slippage never occurred prior to MFR's alteration of this device.